Event description:
The user facility reported an impella cp in a 63yo male for support during a coronary bypass graft procedure. It was reported that the pump came out of position within the first hour of support and was replaced. No lasting harm or injury from interruption. No additional information was provided.

Manufacturer narrative:
The impella device was not returned for evaluation. When the investigation has been completed, a supplemental report will be submitted. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation for the positioning issue has been completed. No product was returned. Pump was initially placed under papillary muscle and then unable to be repositioned. Unknown details about patient condition, anatomy, patient movement at time pump improperly positioned. The cause of the positioning issues was not determined since product was not returned and lack of clinical details. Corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank g1 MDR reporting contact email